Event description:
On (B)(6) 2013, it was reported that the patient had a generator replacement due to eos and a lead revision due to "product malfunction". Follow up with the physician found that during the generator replacement, an obvious lead fracture was found. It was confirmed that there was a lead fracture because fluid could be seen within the insulation. No known patient manipulation or trauma occurred prior to these events. The lead was replaced as an intervention. No known x-rays were taken prior to surgery. When seen on (B)(6) 2013, the patient's settings were recorded as 1.0 ma output current, 25 hz frequency, 250 microseconds pulse width, 30 seconds on, 3 minutes off, 1.25 ma magnet output current, 60 seconds magnet on time, 500 microseconds magnet pulsewidth, and the output current was increased to 1.25 ma. The dcdc code was provided as dcdc=0. No other diagnostic information was provided. The device was not programmed off when the high impedance was seen, as it occurred during surgery and the device was replaced. Review of the manufacturing records for the lead confirmed the lead met all final testing specifications prior to distribution. The explanted devices will not be returned due to hospital policy. No other information was provided.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications and sterilization standards prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.